Event description:
It was reported that, "when opening the package for a 33mm patella cutter, it was a 30mm patella cutter inside."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.